Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. Device history record review: the 14.5mm reamer head sterile for reamer / irrigator / aspirator, p/n (B)(4), lot #, was processed to the synthes work order (dated (B)(6) 2006) for (B)(4) parts. The (B)(4)-part lot was accepted in the ship order operation. "N/a" is indicated on the release to warehouse operation. There were no mrr, ncrs, or complaint-related issues with this lot.

Event description:
(B)(4).